Event description:
As reported from our affiliates in brazil, this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position. The implant was performed with satisfactory result. However, an echocardiogram performed 6 hours after the initial tavi procedure showed that the valve had moved, requiring a tavi in tavi performed on pod1 with satisfactory result. The patient was well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Perform an angiogram to evaluate device performance and coronary patency, where applicable. Measure and record the transvalvular pressure gradients. No IFU/training deficiencies were identified. As the valve migration was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve migration was unable to be confirmed as no imagery was provided for evaluation. No potential manufacturing non-conformance was identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, the valve migrated after 6 hours of the tavr procedure. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The provided calcium score (500/800) indicates that the patient had a heavily calcified annulus. As indicated earlier, bulky calcification may affect valve expansion leading to valve migration. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint event.